Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter and the handle came apart. Reportedly, the handle was then further taken apart to try and solve the issue. When the spring was put back in, the clip released from the catheter, but also detached from the patient tissue. The clip that detached was then removed from the patient safely. There were no patient complications reported as a result of this event. Additional information received on april 24, 2019. It was reported that the procedure was esophagogastroduodenoscopy (egd) and the procedure was completed at this time.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results: a visual examination of the complaint device noted that the clip assembly, spool, and spring were not returned with the device. The control wire was severely kinked at the handle section. A kink was also noticed on the proximal section of the catheter. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter and the handle came apart. Reportedly, the handle was then further taken apart to try and solve the issue. When the spring was put back in, the clip released from the catheter, but also detached from the patient tissue. The clip that detached was then removed from the patient safely. There were no patient complications reported as a result of this event. Additional information received on april 24, 2019 it was reported that the procedure was esophagogastroduodenoscopy (egd) and the procedure was completed at this time.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter and the handle came apart. Reportedly, the handle was then further taken apart to try and solve the issue. When the spring was put back in, the clip released from the catheter, but also detached from the patient tissue. The clip that detached was then removed from the patient safely. There were no patient complications reported as a result of this event.